Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the craniotome device broke and had to be retrieved from the skull. The reporter indicated that there was an x-ray taken to confirm that they ¿got it all out¿ of the patient. According to the reporter, there was no injury to the patient. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. This type of damage was indicative of excessive side loading force. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.